Event description:
The customer contacted stryker to report that their device did not work at all. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Device evaluation is pending customer return of the device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device device did not work at all. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. No root cause could be established. Proper device operation was observed through functional and performance testing. The device was returned to the customer following service.